Event description:
The patient had the stimulation turned off about a year. Then about 3 weeks ago, he was driving to go camping and the stimulation came on all of a sudden. The stimulation was still on and the programmer was not communicating with implantable neurostimulator (ins) to turn off. The stimulation was cyclical; it would go on for 45 minutes and then go off for ten. The patient stated he felt an overstimulation/shocking/jolting sensation. The patient also reported that there was some redness and pain at the ins pocket and it was "protruding". The patient was at home. Follow-up with the patient's healthcare provider (hcp) was recommended. The patient hadn't seen his hcp since initial follow up after implant. Additional information has been requested, follow-up will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).